Event description:
It was reported by the rep that (1) tx60b was used during a bowel resection procedure. It was reported that the surgeon was topping off the anastomosis, the device was fired and no staples were fired. The anastomosis was closed with sutures. There was no pt consequence.